Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) spoke with the physician, who was operating the ventilator at the time of the reported malfunction. When a ventilator has a high ventilation frequency or is auto cycling, the probable root cause could be that the ventilator detected a leak.. To compensate for this, the operator can initiate the leak compensation option on the ventilator. It was reported that the physician had not adjusted the leak compensation correctly, and the autocycling continued. The patient was then transferred to another device. The fse inspected the device and could not duplicate the reported malfunction. The ventilator was placed back in service without further incident.

Event description:
It was reported that during patient use, a ventilator had a high ventilation frequency or was autocycling. The patient was removed from the ventilator and placed on an alternate device. The patient was not harmed or injured as a result of the event.